Event description:
It was reported that during an ladg procedure, the tip of the tissue pad got frayed from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.